Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 28 unopened and 1 open pouch. There is no other complaint of this code/batch. There are no units in OEM stock. Received 1 open sample with the needle detached and 28 closed samples. Needle attachment tests of closed samples fulfill OEM requirements. All packs received from the other complaint were tight. Reviewed the batch mfg record, this product has a normal process and results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.